Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively.

Event description:
Additional information has been provided by the surgeon stating, the event was not related to the manufacturers products. It has been determined to have been a "wall" problem.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
An ophthalmic surgeon reported that there was no aspiration during a vitrectomy procedure while using the system. Five different paks of cassettes were tested with this system and a back up one. The probe cut and aspirated in the water, but once in the eye, the aspiration was almost null. The surgeon increased the aspiration parameters but without success. The surgeon informed that the aspiration was functioning sometime after the event. The patient impact is unknown. Additional information has been requested but not received to date.

Event description:
Additional information has been provided by the surgeon stating, the event was not related to the manufacturers products. It has been determined to have been a "wall" issue.